Event description:
Literature: limotai, n., go, c., oyama, g., hwynn, n., zesiewicz, t., foote, k., bhidayasiri, r., malaty, I., zeilman, p., rodriguez, r., okun, m. S. Mixed results for gpi-dbs in the treatment of cranio-facial and cranio-cervical dystonia symptoms. Journal of neurology. 2011;258: 2069-2074. Doi: 10.1007/s00415-011-6075-0. Summary: the authors report on clinical outcomes in patients undergoing globus pallidus internus deep brain stimulation (gpi-dbs) for cranio-facial and cranio-cervical dystonia (meige) symptoms. A total of 6 patients (4 males and 2 females) seen between 2002 and 2010 with cranio-facial and cranio-cervical dystonia symptoms were identified from (B)(6) review board approved database. The patients' scores on (B)(6) were evaluated at both 6 months and 12 months post-operatively. Brief individual case descriptions were also discussed. Reported event: a (B)(6) female underwent bilateral gpi-dbs and had minimal improvement. After 4 years of unsuccessful reprogramming and suboptimal benefits, the leads were revised resulting in noted clinical improvement. The details of the revision were not provided. Further information is being requested; a follow-up report will be sent if additional information is received.

Manufacturer narrative:
Unk implanted: unk explanted: unk lead: model neu_unknown_lead lot# unknown serial# unk, implanted: unk explanted: unk lead model neu_unknown_ext lot# unk serial# unknown, implanted: unk, explanted: unk, lead model neu_unknown_ext lot# unk serial# unknown, implanted: unk, explanted: unk. It was not possible to match this event with previously reported events.

Manufacturer narrative:
(B)(4).